Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas pro c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 7.3 mg/dl and repeated as 25 mg/dl. The sample was then tested on a second analyzer, resulting in a value of 98 mg/dl. The glucose reagent lot number was 59637401, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer found the sample probe touching the rinse/drying station during movement. The probe was re-adjusted and the analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.